Event description:
It was reported that a user experienced hyperglycemia with a reading of 400 mg/dl while using the ilet system. Troubleshooting revealed the infusion set had fallen out, and replacement infusion sets provided. Customer care provided assistance that included device-use troubleshooting. Investigation of this case revealed an infusion site dislodgement consistent with loss of insulin delivery. No symptoms associated with elevated blood glucose reported. Outcomes included replacing the infusion set and allowing the ilet to correct blood glucose without medical intervention. It was concluded that hyperglycemia occurred due to unclear cause with a likely contribution from the infusion set dislodgement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.